Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly noted. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was unsure whether or not the insulin pump's drive support cap was damaged. Customer also reported having some recent low and high blood glucose levels. Blood glucose level at the time of the call was 40 mg/dl, which was treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.